Event description:
It was reported that the left ventricular lead exhibited loss of capture. The loss of capture was not reproducibale. Patient was doing well and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.